Event description:
The manufacturer received information patent passed away. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer received information patent passed away. There was report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed that this device is a remediated device and does not fall under the scope of CAPA. Using a known good power supply and ac power cord, product investigation laboratory powered on the device and initiated therapy verifying airflow. Review of the device log shower: errors logged: 0 errors were logged, blower hours: 0 hours were logged, therapy hours: 0 hours were logged and device hours: 0 hours were logged. Care orchestrator data was not available for download. It is possible the patient never used this device due to 0 device hours. Product investigation laboratory was not able to address the specified symptom. Product investigation laboratory observed the following from an external and internal inspection: a slight dust-like contamination on the ui (user interface) panel, blower motor, rear panel, and the bottom enclosure. Potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). There is no visible damage or functionality failures of the device. In box d: date avail. For eval and date returned has been updated. In box h: device eval. For mfg., problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.